Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels resulting in hospitalization, partial display on the insulin pump and excessive no delivery alarms. Customer advised they went to the hospital as a result of high blood glucose while troubleshooting. Customer advised their insulin pump had black spots on the display screen. Customer attempted to bolus and the device gave a no delivery alarm. Troubleshooting for partial display was performed. Troubleshooting for no delivery alarm was performed. Customer advised the no delivery alarm usually occurs during a bolus attempt. Customer advised the alarm was resolved by a complete set change. Customer does not want to return the reservoir or the infusion set for analysis. Customer advised they will call back to complete troubleshooting for the blank display.